Event description:
It was reported that a dissection occurred. The target lesion was located in the severely calcified and severely tortuous right coronary artery (rca). A 32 x 3.0mm promus premier select device was selected for percutaneous coronary intervention (pci) procedure. After pre-dilatation with a non- boston scientific balloon, the promus premier select was advanced for treatment but could not cross severely calcified lesion. Then, the stent was retracted , nc quantum apex balloon was advanced and a dissection was noted a surgery performed and the procedure was successfully completed. There were no further patient complications and the patient status was fine and healthy post procedure.

Event description:
It was reported that a dissection occurred. The target lesion was located in the severely calcified and severely tortuous right coronary artery (rca). A 32 x 3.0mm promus premier select device was selected for percutaneous coronary intervention (pci) procedure. After pre-dilatation with a non- boston scientific balloon, the promus stent was was advanced for treatment but could not cross severely calcified lesion. Then, the stent was retracted , nc quantum apex balloon was advanced and a dissection was noted a surgery performed and the procedure was successfully completed. There were no further patient complications and the patient status was fine and healthy post procedure. It was further reported that the patient was considered an emergency patient as the patient presented with myocardial infarction. The dissection started at the proximal part of the lesion to the aorta in the vessel. It was decided to send the patient to the surgery. The vessel where the dissection occurred were replaced with by-pass method in the surgery.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier select ous mr 32 x 3.00mm stent delivery system catheter was returned for analysis, the following attributes were examined: stent profile: a visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent od (outer diameter) was measured within max crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip showed no signs of distal tip damage. Hypotube profile: a visual and tactile examination of the hypotube shaft found no issues. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that a dissection occurred. The target lesion was located in the severely calcified and severely tortuous right coronary artery (rca). A 32 x 3.0mm promus premier select device was selected for percutaneous coronary intervention (pci) procedure. After pre-dilatation with a non- boston scientific balloon, the promus stent was was advanced for treatment but could not cross severely calcified lesion. Then, the stent was retracted , nc quantum apex balloon was advanced and a dissection was noted a surgery performed and the procedure was successfully completed. There were no further patient complications and the patient status was fine and healthy post procedure. It was further reported that the patient was considered an emergency patient as the patient presented with myocardial infarction. The dissection started at the proximal part of the lesion to the aorta in the vessel. It was decided to send the patient to the surgery. The vessel where the dissection occurred were replaced with by-pass method in the surgery.